Manufacturer narrative:
Pending investigation. D10: logic cr femoral left sz 2 02-010-03-0220 5156462 logic tibial fit tray cemented sz 2f/2t 02-012-45-2020 5259032 three peg patella 26mm 200-02-26 5020410 h7: z-0021-2022.

Event description:
As reported, the patient had an initial left tka on (B)(6) 2018. The patient presented back to the surgeons office with complaints of pain, swelling, instability, and dissatisfaction with their left tka. The patient has a recalled implant. The patient underwent a left tka tibial poly swap and patella implant swap on (B)(6) 2023. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history provided.

Manufacturer narrative:
H11. Updated/additional information ¿ b5. D8. G1. G2. G4. H6. The revision reported was likely the result of patella wear, prosthesis wear secondary to increased loading of the posterior aspect of the tibial insert, and instability, which may have contributed to the patient¿s pain and swelling.

Event description:
This patient is verified left knee on (B)(6) 2018 /she had left knee revision (B)(6) 2023 revision operative report of (B)(6) 2023 - postoperative diagnosis: 1. Failed polyethylene tibial component, left knee 2. Failed polyethylene patellar component. Patient was revised to exactech devices. Patient presented with pain and swelling. No evidence of infection. No radiographic demonstration of osteolysis. The polyethylene showed posterior, medial and lateral delamination. No loosening of the tibial or femoral components. Significant delamination of the patellar polyethylene component, without loosening. The patient was transferred to pacu in stable condition, there were no intraoperative complications identified. (Op report attached).

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported in was likely the result of patella wear, prosthesis wear secondary to increased loading of the posterior aspect of the tibial insert, and instability, which may have contributed to the patient¿s pain and swelling. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.